Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The photo shows the front and back of an sac kit with a clearly bent guide wire and guide wire tubing. Several creases can be seen on the packaging. The customer also returned one unopened sac kit for analysis. No definite signs of use were observed. Visual inspection revealed the guide wire body was not kinked. However, severe bending was observed in the guide wire tubing. In addition, significant creasing in the kit packaging was observed. The damage observed is consistent with defects related to storage and shipping. Both welds were present and appeared full and spherical. The guide wire total length measured 350mm, which is within the specifications of 345-355mm per product drawing. The guide wire outer diameter measured 0.52mm, which is within the specifications of 0.508-0.533mm per product drawing. Functional inspection of the guide wire was performed per the product instructions for use, which states, "insert desired tip of spring-wire guide through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle). Thread tip of indwelling catheter over spring-wire guide." The guide wire was passed through the returned 20 ga introducer needle. The guide wire was able to pass completely through with no resistance. A manual tug test confirmed the distal and proximal welds were attached. The manufacturing site was previously consulted regarding the observed failure mode for related complaints. They indicated that the observed kink, in addition to the creasing in the packaging, is consistent with damage caused by shipping and handling. As part of the guide wire manufacturing process, each guidewire is passed through a ring gauge so it is unlikely that this defect would have been present prior to release from the manufacturing site. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user , "precaution: use of excessive force may damage catheter or guidewire. Do not use if package is damaged." An engineering change order (eco) was implemented in april 2017 to update the product labeling to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. This product was manufactured (january 2022) after the implementation date of the eco. The lidstock clearly states, "do not bend." The customer report of a kinked guide wire prior to use was confirmed through complaint investigation of the returned sample. The guide wire was not kinked, however, severe kinking was observed on the guide wire protective tubing. In addition, several folds and creases were observed on the outside packaging. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. The lidstock clearly states "do not bend." Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "damaged catheter inside the box." No patient involvement reported.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "damaged catheter inside the box." No patient involvement reported.